Manufacturer narrative:
The customer provided a video of the issue. Stryker verified the issue through the video but could not duplicate the issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not respond to the shock button on the first try. In this state the device may not be able to deliver defibrillation therapy if needed there was no patient involvement reported with the event.